Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s family member that the patient discovered a fluid leak after treatment was canceled. The patient first encountered a drain complication message followed by multiple air detected in the cassette messages during drain 2 of 3. Fluid was found leaking from inside the cassette door in the pump module area when the patient was removing the cassette after treatment was canceled. There was no fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Manual treatments were performed until the new cycler arrived. The patient has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection an exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The patient sensor check passed. The teach pump test passed. The simulated treatment post-accelerated stress test (ast) 2 hour 15 minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The cause of the observed fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s family member that the patient discovered a fluid leak after treatment was canceled. The patient first encountered a drain complication message followed by multiple air detected in the cassette messages during drain 2 of 3. Fluid was found leaking from inside the cassette door in the pump module area when the patient was removing the cassette after treatment was canceled. There was no fluid on the exterior of the cassette. The caregiver was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Manual treatments were performed until the new cycler arrived. The patient has received a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.